Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered. The lesion being treated was a 90% stenosed, distal right coronary artery (rca) lesion. The physician predilated the lesion with a 15 mm balloon. The physician inflated the balloon without incident, successfully deploying the taxus express2 8.8% 3.0 x 12 mm drug eluting stent. The physician deflated the balloon and noticed the balloon sticking to the stent upon withdrawal. The physician reinflated and deflated the balloon again once more to release the balloon. The balloon was removed intact. There were no pt complications or injuries.